Event description:
It was reported that when patient presented in clinic for a normal check, crosstalk on the atrial channel was present. Reprogramming was discussed. There are no further complaints on behalf of the patient after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.